Event description:
A customer from the united states notified biomerieux of observed sparks and smoke from the powervar ups battery connected to their vitek® ms instrument (ref. 410895, serial number (B)(4). The customer disconnected the instrument and removed the ups battery from the lab. There is no indication or report from the customer that the sparks and smoke from the ups led to any harm/injury to any laboratory staff. Furthermore, there is no indication or report from the customer that the sparks and smoke led to any adverse event related to any patient's state of health. The ups was replaced and the instrument is operational. Biomérieux contacted the ups battery supplier notifying them of the issue experienced by the customer.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding observed sparks and smoke from the powervar ups battery connected to their vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer disconnected the instrument and removed the ups battery from the lab. Biomerieux received the ups battery from the customer, and returned the unit to the supplier (powervar) for investigation. The field service engineer ordered a new ups unit for the customer site. The powervar engineering internal investigation concluded it was not the battery that sparked or smoked but was in fact failure of one or more of the electronic components as the root cause. The investigation showed that one of the main output inductors of two in parallel had severely overheated, and had de-soldered itself from the pcb. As a result, several of the mosfet¿s in the same circuit were damaged due to the reduction in filtering, and a plastic air deflection shroud was partially melted. The reports of sparks and smoke were due to the rear panel fan exhausting the sparks from the damaged mosfets and smoke from the overheated inductor and plastic shroud. The supplier indicated this type of failure has not been seen or reported historically. Biomerieux performed a trend review and identified no additional incidents similar to the issue reviewed in this investigation. Additionally, as part of an ongoing product improvement process from the supplier, the ups associated with this investigation is now deemed end of life as of 01jun2020.